Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. An analysis of the customer provided image revealed that the suture loop shafts had been separated from their handles at the welds. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed, and the root cause was associated with device design. Corrective actions have been initiated and are ongoing.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that both meniscal suture loops were detached from their handles. The set was in good condition. An analysis of the customer provided image revealed that the suture loop shafts had been separated from their handles at the welds. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause was associated with device design. Corrective actions have been implemented for this failure mode.

Manufacturer narrative:
Correction in h6: investigation findings and conclusion findings.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the meniscus mender was opened, both "loop" wires were detached from the top part. Incident occurred before a meniscus repair procedure. There was no delay and a back-up device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.